Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that on (B)(6), upon boot up of the machine they got a screen saying failed to load disc. Used a different system for the day. Upon system checkout today, the issue could not be replicated, and the system was rebooted several times. There was no patient present when this issue was identified. No additional information was provided.